Event description:
It was reported that in-stent restenosis occurred. On (B)(6) 2023, the patient had more than 80% stenosis in the proximal popliteal artery. Successful recanalization of the right femoropopliteal segment using jetstream atherectomy, 5 mm balloon angioplasty, and 6 mm x 80 mm drug-eluting stent placement. The 6mm x 80mm x 130cm eluvia drug-eluting vascular stent was placed in the proximal popliteal artery. Post-intervention angiography showed right femoropopliteal segment widely patent with two-vessel anterior tibial and peroneal runoff to right foot. On (B)(6) 2024, recanalization of right femoropopliteal segment with atherectomy, balloon angioplasty, and the drug-eluting stent placement was performed. There was more than 70% stenosis in mid superficial femoral artery (sfa). Focal, pre-occlusive stenosis in distal right sfa at the proximal end of the right sfa stent. Diffuse, more than 80% stenosis of the mid and distal right popliteal artery with the peroneal runoff to foot. Mechanical atherectomy of the steno-occlusive disease in right femoropopliteal segment performed in a proximal to distal fashion for a total of 5.31 minutes, then, post angioplasty performed using 5mm x 80mm balloon. Then, stenting of the significant residual stenosis in the distal right sfa performed using 6 mm x 80 mm eluvia stent with the 1cm overlap with the previously placed distal stent. Past angioplasty performed using 5 mm balloon. Angioplasty of the right popliteal artery performed using 4 mm x 100 mm balloon. Post angioplasty right femoropopliteal arteriogram showed widely patent right femoropopliteal segment.